Event description:
It was reported that the 11 volt battery was reseated to see if the alarm would clear; however, it did not. The battery was replaced and the alarm banner cleared. There was no yellow wrench visible on the patient controller. The yellow banner appeared when connected to the monitor. The monitor indicated there were 14 months remaining on the 11 volt battery.

Event description:
It was reported that the controller serial number rubbed off so it was not able to be read.

Manufacturer narrative:
Manufacturers' investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as no log files were submitted for review and no products were returned for evaluation. Provided information stated that the system controller backup battery was reseated in an attempt to clear the alarm; however, the alarm did not clear. It was stated that the backup battery was then exchanged, and the alarm banner on the system monitor cleared, resolving the issue. Additional information provided stated that no products would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery faults alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.